Event description:
It was reported that 410 days after implantation of a 2.75x16 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the tartget lesion was located in the proximal to mid circumflex artery. A pre-intervention percent stenosis was not reported. The vessel was described as moderately calcified and tortuopus. After pre-dilation with the maverick, 2.5x12 mm balloon, a 2.75x16 taxus stent was deployed in the lesion. A post-intervention stenosis was not reported. No information concerning vessel tortuosity or calcification or pt medications was reported. No information was reported cocerning pt complications. The pt presented 410 days after the initial procedure with an 80% in-stent restenosis in the mod circumflex artery. After pre-dilation with a nc stormer 3.0x16 mm balloon, a 3.0x18 mm cypher stent was deployed in the lesion. A post-intervention percentage stenosis was not reported. Pt complications were reported as "none" and the pt's condition was reported as "satisfactory/good.